Event description:
A surgeon reported a pt experiencing glare and halos following a bilateral intraocular lens (iol) implant procedure. At approx nine months postoperatively, the surgeon reported noting glistenings in the iol. In a follow-up, the surgeon reported that the event will resolve with treatment. There are two medical device reports associated with this event. The right eye was previously reported in 1119421-2009-00228. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 05/07/2009.